Manufacturer narrative:
Device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced adhesive issues with 2 infusion sets specifically that the infusion set fell off during use on two separate dates, (B)(6) 2024. The area of insertion was cleaned and air-dried. An adhesive aide was used at the area of insertion. The area of insertion was free of hair and not irritated prior to insertion. The infusion set was in use for 1 day each. The patient resolved the issue by replacing the infusion set and successfully resumed insulin deliveries. No further information available.